Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: when filling the syringes, there are black particles found in some of the syringes and white particles in other syringes from the lot. The customer sent the product to a 3rd party lab for analysis and the white fibers were identified as cellulose with silicone and oxygen-rich surface particles and the black fiber defects were identified as textile cotton fibers with spectral indications of silicone.

Manufacturer narrative:
Additional information: section h6 health effect - clinical code added. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The product was manufactured on may 21, 2019. A tray of 25 unused syringes with lot number 1913424864 was received at the manufacturing site for the investigation. The samples were evaluated, and the reported issue was confirmed; white contamination was observed. The affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. As a result, the samples have been forwarded to the supplier along with an investigation request. The results of their investigation will be documented and shared when available.